Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic and the pulse generator exhibited a diagnostics anomaly. No patient symptoms or additional information was reported.